Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 37751, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. (B)(4). Analysis of the desktop charger (B)(4) found metal connector at the end of cable broken off.

Event description:
It was reported by the consumer and the manufacturer representative that the patient's connector pin has been loose and broke the morning prior to the report. The patient was instructed to return the desktop charger for analysis. Upon receiving a replacement desktop charger three days after the report, the implantable neurostimulator recharger (insr) would not take a charge and the screen was blank. The patient also stated that their implantable neurostimulator (ins) charge is now dead and thought that it went dead several days ago. Additional information received from the patient indicated that they were now seeing a warning screen on their replacement insr for "device not supported, incompatible". The patient was sent the wrong software version of the insr. There were no symptoms or outcome reported. Follow-up is being conducted to obtain this information. If additional information is received the event will be re-evaluated. The patient is indicated for non-malignant pain and failed back surgery syndrome.